Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn.

Manufacturer narrative:
The device had the cannula assembly undeployed and the adhesive liner was attached. An audible beep was not heard due to the piezo kill switch being engaged. Downloaded data shows the pod ran 0 pulses and is in state 14, which indicates that the device was not activated within the allotted time frame. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. No deficiencies were found that would prevent the activation of this device. No problem was found in regard to the needle mechanism. Based on the physical evidence, the pod was never worn and therefore there was no problem found in regard to the pain during insertion symptom.